Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient follow up, post paced t wave oversensing was present. The device setting was reprogrammed and the patient's medical condition was good.